Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and abdominal pain. The cause of the events was not reported. It was reported the patient was waiting for transport to "the unit"; however, it was not reported if the patient was hospitalized for the events. Treatment was not reported. At the time of this report, the events were ongoing. Action with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that 34 days after onset, cloudy fluid was ongoing. It was reported that the patient was feeling a little light headed and was transported by ambulance to the unit. Should additional relevant information become available, a supplemental report will be submitted.